Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a power loss. The reporter denied a cracked screen and stated that they could not determine the condition of the battery cap. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because troubleshooting could not be completed at the time of initial contact. Customer technical support has made attempts to follow up with the patient, without success.